Event description:
During index procedure the patient had 1 endeavor stent implanted into the 1st obtuse marginal. Approximately 26 months post index procedure patient death occurred. Cause of death provided as end stage chronic obstructive pulmonary disease as a consequence of congestive heart failure, diabetes, and coronary artery disease. Investigator indicated that the reported event was not related to the study device.

Manufacturer narrative:
(B)(4). Evaluation code results: inherent risk of procedure (death).